Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized with diabetic ketoacidosis. Blood glucose at the time of admission was around 400 mg/dl. Customer was treated with insulin drip and fluids. She was wearing the insulin pump at the time of hospitalization. The customer stated she was not sure if the device is working correctly but she hadn't had any issues for the last two days. Customer declined troubleshooting.